Manufacturer narrative:
Concomitant medical devices: dtba1d1 device, implanted: (B)(6) 2016. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited early battery depletion and the right ventricular (rv) lead and left ventricular (lv) lead had a high pacing threshold. The crt-d, rv lead and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.